Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, it lists, "loosening, bending, cracking or fracture of the orthopaedic screw, intramedullary nail, plate, and screw-plate combination or loss of fixation in bone attributable to nonunion, osteoporosis, markedly unstable comminuted fractures." It lists, "loss of anatomic position with nonunion or malunion with rotation or angulation." This report is based on allegations set forth in patient's complaint and the allegations contained therein are unverified.

Event description:
It was reported that patient underwent a left femoral orif procedure on (B)(6) 2015 following a fall. Subsequently, patient was revised on (B)(6) 2015 due to a pop sound, pain, nonunion, a fractured screw and displacement. The nails and screw were removed and replaced with competitor product. It was further reported that patient's wound seeped for approximately eight weeks following the procedure. This report is based on allegations set forth in patient's complaint and the allegations contained therein are unverified. Additional information received reported that the surgeon stated that the patient's weight may have been a contributing condition to fracture and nonunion. It was further reported that on (B)(6) 2015, the patient's left leg was 2 inches shorter than the right leg.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. The following sections could not be completed due to the part/lot information could be: catalog number - 102095; lot number - unknown. Or the part/lot information could be: catalog number - 805065110; lot number - dhgbpt. Or the part/lot information could be: catalog number - 1402250; lot number - unknown. Device availability - the device is reported to be available for evaluation; however, it has not been received by biomet orthopedics to date. In the event that the device is received and evaluated, a follow up report will be sent to the FDA to provide results.

Event description:
It was reported that patient underwent a left femoral fixation procedure on (B)(6) 2015. Subsequently, patient was revised on (B)(6) 2015 due to two screws having fractured. All of the components were removed and replaced. It was further reported that patient's wound seeped for approximately eight weeks following the procedure.